Manufacturer narrative:
The device has been returned, but an evaluation is not complete; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no similar complaints have been reported for this lot.

Event description:
It was reported to boston scientific corporation on april 21, 2008, that an ultraflex esophageal stent system was used during a stent placement procedure on three days earlier. According to the complainant, the stent "failed to fully deploy. The proximal stent flare did not expand." The stent was removed and the procedure was completed with another ultraflex esophageal stent. No patient complications were reported as a result of the event.